Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "intermittent air flow infusion" (intermittent infusion). The nurse reported the system had intermittent air flow infusion during surgery. The nurse stated no patient or procedure impact occurred. The nurse stated the patient did not have a soft eye. The case was completed using the same system. No patient injury was reported.

Manufacturer narrative:
The company sales representative called the customer and found the customer was using third party products. The customer canceled the service request. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B)(4).